Event description:
New information received states that the patient condition was good before, during and after the atrial arrhythmia resolved on its own.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of double counting was observed. No changes were made.